Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress incontinence, cystocele and urethra hypermobility. It was reported that the patient had a concurrent procedure of an anterior cystoscopy and colography performed during mesh implantation. It was reported that following insertion the patient experienced dyspareunia, bladder problems and stress urinary incontinence. It was reported that patient underwent revision of the vaginal mucosa and excision of exposed mesh on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent excision of exposed mesh on (B)(6) 2012 due to mesh erosion and extruding. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2012 for revision of vaginal mucosa and excision of exposed mesh.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of a mesh, anterior cystoscopy, and colporrhaphy performed during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary leakage, nocturia, frequency, discomfort and urgency.